Manufacturer narrative:
Results and conclusion: (haemorrhage). (B)(4).

Event description:
During the index procedure the patient had one endeavor sprint drug eluting stent implanted in the lad. It was reported that the patient suffered a gi bleed approximately 32 months post index procedure. The investigator assessed that the event was not related to the study device. The event reported as resolved.